Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion error is most likely due to a resin change in the manufacturing of reaction vessels for the access instrument. (B)(4).

Event description:
The customer contacted beckman coulter with regards to the affected reaction vessels stated in the notification letter to the customer. Upon further review of the instrument¿s history, beckman coulter customer technical support (cts) discovered a wash carousel motion error on the event log involving the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer has not experienced a wash carousel motion error when using the affected lot of rvs in question. It is unknown which lot number of rvs was used at the time of the wash carousel motion error. The customer continued to use the reaction vessels for the lot in question indicating that there were no issues with the affected lot and will continue to monitor for any errors. The customer indicated there was no impact to patient results associated with this event. Patient results would not be generated as the instrument would be in not ready state, thus not completing any assays on board.